Manufacturer narrative:
The lot number was provided for one out of two malfunctions; therefore, a lot history review was performed. Out of the two reported malfunctions, no devices were returned to the manufacturer for evaluation. Medical records were provided and reviewed for the two malfunctions. One investigation confirmed for difficult to remove, but was inconclusive for perforation and tilt. The remaining malfunction confirmed for perforation and difficult to remove, but was inconclusive for tilt. The definitive root cause for the reported events is unknown. The devices are labeled for single use. (Product catalog no: unknown g2).

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation, tilt, and difficult to remove. The information was received from various sources. Of the two perforation, tilt, and difficult to remove, both involved patients with no patient consequences. The two patients ranged from 43-56 years. The two reported patients were female. Weight information was not provided.